Event description:
During the setup of an MRI infusion, a pt rec'd an excess quantity of approx 20 ml neosynephrine (phenylephrine). The pt was receiving 2 infusions when arriving at the MRI, and each infusion was transferred to the mridium pump's 2 channels for the MRI scan. Channel b was being used to infuse the phenylephrine. Within 10 mins following the infusion start, and prior to the MRI scan (other equipment necessary for the scan was being setup) the MRI nurse noted the pt's blood pressure had increased, and after inspection of the infusion pump observed a free-flow condition. The IV line was clamped off to stop the flow and the pump's channel b door was opened, and it was observed that the tubing was not properly engaged over the pump's peristaltic fingers. It is probable that the tubing was mis-positioned at the start of the infusion, but was not observed prior to the infusion start. The MRI scan was aborted, and the scan was performed at a later time. The pt's blood pressure was observed until they returned within normal limits. No pt injury resulted from this event.

Manufacturer narrative:
The hospital's examination of the pump determined the 3861 pump operated normally. No problem was identified that could have caused this event. The hospital agreed to return the pump to iradimed for examination on (B)(4). The pump is in transit to iradimed for examination. The infusion set used at the time of the event is available for inspection, and is also being returned to iradimed for examination. At the time of the event, the user reported the tubing was not properly engaged over the pump's peristaltic fingers. From the info available, the likely cause of this report was the incorrect positioning of the infusion set in the pump by the user. The proper method of installation is described in the operator's manual. The instructions warn that stretching the tubing, or mispositioning the tubing can result in free-flow conditions. Customer in-service training was again performed on (B)(4) 2012, to the MRI nursing staff to emphasize proper infusion set installation prior to infusion start. Examination of the pump and infusion set by iradimed will determine if any other possible cause(s) can be determined. A f/u report with these add'l findings will be provided within 30 days of this report.